Event description:
Patient seeking legal action. Pfs received from legal. Pfs alleges that the patient suffers from pain, elevated levels of cobalt chromium, and a 'thunk' in her hip, "almost that it is unstable or loose".

Manufacturer narrative:
Update: 2/28/2013 - litigation papers received. It is alleged that the patient suffers from discomfort and inability to perform daily living activities. There is no new additional information that would affect the investigation. (Right hip). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions.